Event description:
It was reported that the battery was removed from the insulin pump for a few hours. A new battery was inserted, and the insulin pump had a full segment display, followed by battery out limit and failed battery test alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a problem with the motherboard. Unable to test for the alarms due to the frozen display.